Event description:
This infusion set is used with the paradigm insulin pump. Prior to use the infusion set must be primed. This is done after a reservoir filled with insulin is attached to the infusion set. The infusion set failed to prime, and the insulin pump displayed no delivery. The infusion set was blocked. This has happened numerous times on lot 2205604, and has happened with other lots. The needle that enters the reservoir must be reworked by the pt. The highest incident rate has been 3 set in a single box of 10. The current incident rate is 1 in 10.